Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation for a mitraclip procedure. During the procedure, posterior side of the gripper would not lower completely while in the body. Troubleshooting was performed by cycling the lock line and gripper, there was no change. The clip was removed from the patient and assessed it. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue appears to be due to the observed harness pinching the gripper cover; however, a cause for the pinched cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.